Event description:
Event description guidant received information that this ventricular lead had dislodged. The patient had an underlying rhythm and was not injured. The physician commented that the dislodgment was due to the patient's serpentine curve of the superior vena cava. There was not enough margin and the lead was pulled when the patient took a deep breath.